Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that pump was replace because of normal battery replacement due to eri (elective replacement indicator). The connector was not replaced. The serial/lot numbers were provided for the pump and catheter. No further information was provided.

Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving baclofen with concentration 500.0 mcg/ml at a dose rate of 140.05 mcg/day via an implantable pump. It was reported that fibrous tissue was detected in the connector of the pump's catheter segment, but aspiration was still possible. Because aspiration showed no problems, the catheter segment wasn't replaced. No interventions were performed. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The patient was without injury regarding their status as of 2024-jun-17. The issue was resolved. The patient's medical history and weight at the time of the event were unknown.

Manufacturer narrative:
Continuation of d10: product ID 8781, implanted: (B)(6) 2015, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.